Event description:
During implant, the stylet could not be removed from the left ventricular (lv) lead. The lv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.